Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8191943, medical device expiration date: 2021-06-30, device manufacture date: 2018-07-10. Medical device lot #: 8092520, medical device expiration date: 2021-06-30, device manufacture date: 2018-07-12. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #8191943 or 8092520 regarding item #382533. DHR reviews were performed on lot numbers: the lot number 8191943 was built / packaged on afa line 11 from (B)(6) 2018 thru (B)(6)2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. The lot number 8092520 was built / packaged on afa line 11 from (B)(6)2018 thru (B)(6)2018. Review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The defect foreign matter; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. This is the first reported incident with this lot. There is work happening on the cleaning side to remove this fiber, but no CAPA has been generated. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.